Event description:
It was reported that during an unknown procedure, during testing, there was no function, error code 5 was displayed. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the blade cracked. The location of the break is inside the tube proximal to tissue pad. During functional testing on a generator, the device gave an error code 5. The analysis concluded that the blade cracked due to contact with the other tube. Complaint information is trended on a regular basis to determine if further investigation is warranted. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.